Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms and high thresholds. There was also noise with oversensing and pacing inhibition. Insulation breach was suspected on both leads. The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms and high thresholds. There was also noise with oversensing and pacing inhibition. Insulation breach was suspected on both leads. The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.